Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 2.4 mmol, 5.4 mmol. Tests were done within 20 minutes with a difference of 2.7 mmol. Patient did not experience any adverse events. No further information has been reported.